Manufacturer narrative:
(B)(4). This device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise. Additionally, a high out of range pacing impedance measurement was detected. The lead was explanted and replaced with a different model lead from the same manufacturer. No additional adverse patient effects were reported.